Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm. The unit had intermittent button response--the root cause of which has yet to be determined. No button error alarm was noted during testing. The following cosmetic damage was noted: cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 21 mg/dl. The customer was hospitalized for the low; he was found sweating before being taken to the hospital. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had intermittent button response. The root cause of the issue could not be verified due to the insulin pump being held for a delivery volume accuracy test. No button error alarm was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.